Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicates a cassette installation error when no cassette was present. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint of cassette error. There were not services previously reported. Log events were reviewed and errors related to complaint "cassette not attached properly" were found 7 times. Complaint was not confirmed during verification testing. However, the pump was recalibrated and the software updated as preventive action. The event was not duplicated, and probable cause was not determined.